Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (40mg/ml at 8mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was scheduled for pump replacement on (B)(6) 2019, and at the replacement the patient was found to have swelling over the pump pocket. When the pocket was opened there was found to be a leak to the catheter near the connector. No patient symptoms were reported and the event date was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4), implanted: (B)(6) 2006. Product type catheter patient code c76143 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the catheter leak was the physician replaced that portion of the catheter. The patient was asked after the case when they noticed the swelling on his pump and he stated about a month ago. No further complications were reported or anticipated.